Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. Interrogation of the pump revealed it contained morphine with a concentration of 10 mg/ml at a dose rate of 4.5 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump device was returned for analysis with no alleged issue. The patient was receiving an unknown intrathecal medication via an implanted pump for non-malignant pain and failed back syndrome-other. The pump was explanted on (B)(6) 2017. Further information was not provided. No further complications were reported/anticipated or expected.